Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited out of range impedance. However, there was no care alert listed on the device check. The current lead impedance readings are within range. The lead remains in use. No patient complications have been reported as a result of this event.